Event description:
It was reported that the pump has lifting downstream occlusion (dso) seal found out during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected pump was returned for evaluation. Event history log and service history reviews identified no additional related issues. Visual inspection identified dso seal bubbling within acceptable limits and an air bubble in the uso seal. Functional testing was performed and passed within specification. The complaint of a lifting dso seal could not be confirmed. The probable cause was determined to be no problem found. The dso seal was replaced as preventative maintenance, and the uso seal was replaced due to the observed air bubble.